Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2020 and fibrin sealant preparation device was used. The applicator tip wouldn't open. A similar device was used to complete the case with no patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 07/09/2020 additional information was requested and the following was obtained: 1. What is the lot number? Don¿t have it 2. Is the lot number for the tip spray applicator available? No 3. Was the application by spraying or by dripping? Spray 4. Was the tip properly connected? Yes 5. How many units of airless spray tip came with the original packaging? 2 extra 6. How many times was the tip changed? None 7. Any leakage has been detected? If yes, which part of the device (specifically) was the product leaking out? No. It was the gray know rotation that got stuck and did not open so the lap applicator could be placed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.